Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the biomedical technician (bmet) tested the unit and verified that the issue was due to use error. The user does not keep the unit plugged in to correctly charge the unit, even though the bmet is aware of the instructions for use (IFU) and instructs the user to keep the unit plugged in. The user declined for service to be requested so no further evaluation could be made. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the batteries were charged for a long time but would not fully charge. The battery light was red and stated there was 15 minutes remaining. Per the field service representative (fsr), after further testing by the user facility's in house biomedical engineer and perfusionist, they determined the issue was due to use error.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) batteries were not charging efficiently. As a result, an alternate device was employed. There was no reported delay. No other details regarding the nature of this event were provided.